Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire between distribution node (dn) and ECG a. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the patient was experiencing check therapy pad messages.